Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 84 mg/dl. The customer reverted to a backup pump or will use an alternate method in insulin therapy if needed.